Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal.

Event description:
It was reported that the device experienced r-wave oversensing and a long charge time. The battery voltage was 2.59v. Pacing requirements were at 6volts. Possible battery depletion considered and the device was explanted and replaced. No patient complications have been reported as a result of this event.